Event description:
Legal filing alleged that a subscriber reportedly, fell in her wheelchair. Lawsuit alleges that the neck cord caught on something, resulting in subscriber death.

Manufacturer narrative:
The subscriber did not press their personal help button during the fall. It does not appear from available info there was any malfunction of the device. This appears to be a very unfortunate accident. In the event that add'l info is obtained, a supplemental report will be sent.